Manufacturer narrative:
Tech replaced the oxygen valve and oxygen motor controller board.

Event description:
The customer reported the ventilator went vent inop in use on a pt due to an oxygen valve failure. The customer reported the ventilator alarmed, and there was no pt harm.